Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign object in the instrument channel. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a foreign object in the instrument channel. However, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the duodenovideoscope had something stuck in the scope. There was no patient involvement.

Event description:
It was reported that during reprocessing the subject device had something stuck in the scope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.